Event description:
Reported due to stroke. In 2006, the physician successfully deployed a 6.0mm emboshield. The stent target lesion vessel location was the left internal carotid artery and common carotid artery. The pre-procedure percent diameter stenosis was 90% and vessel diameter at the target lesion 6mm. The embolished was deployed successfully. This was followed by an extra support barewire. Te xact stent was deployed successfully. Post dilatation was performed with another brand of balloon. It was reported that during procedure the patient had a cerebral vascular accident. The patient has 80% occlusion on the right side and has both expressive and receptive aphasia. There was no other information reported.